Event description:
Patient's caregiver reported transfer set separated from titanium adapter. Per rn, transfer set has been in place approximately 3 months when separation occurred. Patient reported they noted separation when fluid was noted on their bed during apd treatment on homechoice machine. Per rn, nothing unusual was noted with transfer set or adapter when transfer set was changed later that same day. Per rn, patient was already on vancomycin at time of incident and no injury resulted from separation.